Event description:
It was reported to philips that the system displayed that the generator was busy and could not perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis endoscopy procedure was performed when the issue happened. The procedure was completed by using another system. Philips filed service engineer visited the site and confirmed the reported issue. After reviewing the log, fse found multiple xsc current error messages. To resolve the problem, fse replaced the x-ray tube and return the part for further analysis low dose output and high field emission explain the tube current issues and a micro vacuum leak at the cathode insulator. After replacing the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.